Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the scooter can drive without the key being turned on. He says the battery gauge goes up and down by itself. MDR filed.